Event description:
A user facility reported to olympus that an internal buffer failure was observed with the evis exera iii video system center. The event occurred during preparation for use, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, no image was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a no image issue with the 180 scope was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the failure occurred due to a malfunction of the patient board set. The cause of the failure could be due to a change in the operational amplifier circuit design on the dr board before the countermeasures were taken, or it could be that a poor connection with the video connector occurred, and the image was not displayed. The design change took place on 16apr2018, the subject device of this report was manufactured prior to the design change (reference h4). Olympus will continue to monitor field performance for this device.